Manufacturer narrative:
This report is submitted on april 28, 2017.

Event description:
It was reported that the patient developed an infection at the implant site. The patient was hospitalised and IV antibiotics were administered (date and duration not reported). Subsequently the patient's device was explanted on (B)(6) 2017. Re-implantation is planned but had not taken place as of the date of this report.

Manufacturer narrative:
This report is filed on (B)(6) 2017.